Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a fluid leak in the rear of the coulter lh 750 analyzer. The source of the leak was unknown but appears to be clenz. Customer suspects that it only leaks during shutdown. The technicians involved were wearing personal protective equipment (ppe) consisting of lab coat, gloves, and glasses. The technicians did not come in contact with the fluid. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed, sprayed or injured. Sample results were not affected as a result of this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on the same day of the event. The fse indicated that there were two different fluid leaks associated with the white blood count (wbc) bath and complete blood count (cbc) lyse. The tubing for pinch valve was replaced. Repairs were verified as per standard established procedures prior to returning it into service. The root cause for the leak was associated with damaged tubing going through pinch valve. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).